Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the hospital received a 10 pack of simplex p bone cement and three of the individual doses were damaged/broken during transit. Simplex was disposed of in accordance with local and state code by hospital.